Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. The lot numbers were rec'd and the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
The pt rec'd an acetabular cup on (B)(6) 2008 and at the time of this report, the revision surgery is planned for (B)(6) 2012. Reason for revision surgery is unk.